Manufacturer narrative:
Infusion products global customer support operations. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer¿s reported problem was confirmed. There was no patient involvement.

Event description:
Case #: 00807083 case subject: npi 8015 error 120.4540 account name: (B)(6) hospital account #: 6239500 asset name: 8015 pcu dom v9.33.1.2 b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed need assistance on 8015 sn (B)(4) having an error 120.4540 , would like to know what this error 120.4540 failure device type: alaris system instrument failure problem type: 8015 failure mode: see case notes case resolution: I assisted biomed on 8015 sn (B)(4) having an error 120.4540 , I told biomed that the error have something to do with using a non-alaris battery. Biomed confirmed that they were using an interstate brand battery. Resolution, try replacing to alaris/bd battery, if continue to show the error 120.4540, more likely the power supply board was faulty and need to replaced the power supply board. Since this 8015 device, I also mention that we no longer support this smaller screen due to eol.